Manufacturer narrative:
The penumbra coil 400 (pc400 coil) pusher assembly pet lock was intact. The pusher assembly was fractured approximately 5.0 cm, and kinked approximately 54.0 cm, 72.0 cm, and 103.0 cm from the proximal end. The distal detachment tip (ddt) was fractured off, and the pull wire was advanced beyond the fracture. The coil of the pc400 coil was not attached to the pusher assembly, and was stuck to the proximal fracture of the px slim. The complaint has been evaluated. The initial complaint indicated that while attempting to advance the pc400 coil through the px slim it became stuck, and the px slim was fractured. Evaluation of the returned devices confirmed that the px slim was fractured, and revealed that the px slim was kinked near the distal tip. This type of damage typically occurs due to improper handling during use. If the px slim is advanced or withdrawn against resistance, it is likely that damage such as this may occur. Evaluation of the returned pc400 coil revealed multiple kinks along the pusher assembly. Furthermore, the ddt feature was fractured from the distal end of the pusher assembly, and the coil was detached. This damage likely occurred from attempts to manipulate the device against resistance. If excessive force is used to advance or withdraw the pc400 coil against resistance, it is likely that this damage would occur. The px slim devices are 100% visually inspected during in-process inspection. The pc400 coil devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the basilar apex using a px slim delivery microcatheter and penumbra coil 400 (pc400) coils. During the procedure, a pc400 coil unintentionally detached while advancing in the slim microcatheter. The successfully removed the slim microcatheter with the detached pc400 coil inside. The procedure continued using another pc400 coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.